Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in the united states contacted biomerieux to report a discrepant cap survey d-10 organism identification on the vitek 2 anc identification (ID) test kit. Bacteroides fragilis was misidentified as prevotella oralis. Repeat testing provided a result of bacteroides ovatus. There is no indication or report from the hospital or treating physician to biomerieux that the discrepant result led to any adverse event related to a patient's state of health. No patient was directly associated with the cap survey result. Culture submittals have been requested by biomerieux for internal investigation. However, the customer no longer has the cap organism; submittal is not possible. Biomerieux will initiate internal investigation.

Manufacturer narrative:
Biomérieux investigation was conducted. The customer did not submit their strain for testing, so biomerieux's cap d-10 strain was subcultured and tested. Neither the lot number of vitek® 2 anc ID cards tested by the customer or lab reports were provided. Testing included one (1) card from each of five (5) different vitek® 2 anc ID lots and the vitek® ms. (B)(4). Since neither the strain nor data was provided by the customer, it was not possible to determine what may have caused the customer's discrepant result. The vitek® 2 anc ID cards are performing as expected.